Event description:
The parent reported that yesterday morning they applied a new pod on the patient; however, they experienced persistent high blood glucose (bg) levels throughout the day despite multiple bolus doses totaling approximately 35 units. The parent mentioned that the patient appears to have reduced insulin absorption or effectiveness during the first day of use, which required an additional insulin injection. The parent further reported that while at school, their bg levels increased to 24 mmol/l (432 mg/dl), and the school nurse administered a bolus of 5 units of insulin. The patient¿s bg remained elevated at 24 mmol/l (432 mg/dl) until a manual injection of 6 units of fiasp insulin at bedtime, which successfully brought their levels down to 18.2 mmol/l (327.6 mg/dl) within an hour. When the patient¿s levels increased, they were treated with manual insulin injections and injections via a pen. Upon removal of the pod, the cannula was found to not be fully inserted and bent. The pod had been placed on the patient¿s upper buttocks and was in use between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.